Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy after firing the device could not release the jaws from the tissue. When the surgeon pulled the instrument handle a little, the reload disengaged. Both sides of the tissue of the part where the clip was hooked were excised with an electric scalpel. The surgical time was extended by less than 30 min. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.